Event description:
Additional information received indicated the device was reprogrammed to resolve the event. The patient was in stable condition.

Event description:
During remote-follow-up, p-wave oversensing was observed. Abbott technical support was contacted and recommended reprogramming to resolve the event. The healthcare professional agreed to proceed with recommended reprogramming. The patient was stable.